Manufacturer narrative:
The original implantation surgery occurred approximately 12 months earlier than the revision surgery. The four implanted screws were two 40mm x 6.5mm screws at l5 and two 35mm x 6.5mm screws at s1. In the revision surgery all four screws were replaced with larger diameter, 7.5mm screws in the same length. The revision surgery was required as a result of the two larger screws breaking during the period following the original surgery. The surgeon involved states that fusion had not occurred and that the patient continued smoking following surgery, against physician directions, which most likely led to nonfusion which caused the revision surgery. Since the explanted screws were not returned to the manufacturer, no analysis could be performed on them. However, analysis of the inspection data related to the production lots associated with these screws show that the production lots met design specifications. Lanx' conclusion is that lack of fusion after 12 months and the resulting breakage of the implant screws was due to the patient's continued smoking and not to design or manufacturing defects. Spinal implant screws are intended only to provide temporary support until fusion occurs, which is typically in less than 6 months with a compliant patient.

Event description:
Revision surgery occurred in 2007, to remove and replaces the four originally implanted screws that were broken in a patient on year post-surgery with a nonunion.